Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent bilateral breast reconstruction with two 700cc mentor memorygel breast implants, suffered bilateral asymmetry of breast implants, post-procedure. As a result, on (B)(6) 2020, the patient underwent the following surgical interventions: bilateral capsulectomies, bilateral revision reconstruction of breast and placement of new flexhd into the right breast for implant support. In the course of this surgical intervention, the implants were removed and re-implanted again. Per mentor's IFU for these devices, "do not re-use or re-sterilize any product that has been previously implanted. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed." This medwatch form is for the right breast prosthesis.